Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that cardiac perforation and failure to capture was observed on the right ventricular lead. The lead was explanted and replaced. The patient¿s condition before, during and post procedure was stable.